Event description:
The customer stated that she was connected during the manual prime, and thinks she delivered an entire reservoir of 140 units of insulin into her body. The paramedics were called to assist the customer, and the customer was taken to the hospital to prevent a potential hypoglycemic event. The customer later called back to perform troubleshooting. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.